Event description:
Two gore excluder aaa endoprosthesis aortic extender components were implanted 2 years ago for treatment of a pseudo aneurysm in the descending thoracic aorta. On (B) (6) 2010, the pt presented with abdominal pain. The gore stent grafts were found leaking due to loss of seal zone which resulted in expansion of the aneurysm. This was repaired emergently with a 28x24 distal main talent thoracic stent graft. The endoleak was resolved.